Event description:
The patient received a kidney transplant with no mesh in the abdominal closure and was discharged from hospital. The patient returned a month later with a bowel obstruction and incarcerated inguinal hernia. The abdominal wall was repaired with permacol at that time. About 2-3 weeks after surgery, there was a fluid collection which required drainage. Upon drainage and exploration it was found that the permacol had broken down. Cultures grew pseudomonas and staph aureus. The wound was cleaned out at the time and a would vac was placed. The surgeon commented that he was not concerned about the performance of permacol in the circumstances and planned to continue using the product. The surgeon did not attribute any serious injury to permacol and said this was a difficult case.